Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The UDI is unknown as of today. Once it is retrieved, a new MDR will be provided.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2025. During interrogation on the (B)(6), the message "[120] suspected right ventricular oversensing due to mv sensor the (B)(6) 2025". Update received on 15/10/2025: reprogramming in twice trace (with the sensor on) was possible and the issue did not reccur.

Manufacturer narrative:
The UDI is unknown as of today. Once it is retrieved, a new MDR will be provided. The conclusions are as follows: - the automatic implantation detection was forced after the automatic polarity configuration at 17:57. Therefore, it has been considered as implanted at that time and the rate response (minute ventilation and g sensors has been automatically activated afterwards. - this rate response was activated while the first lead was connected. - then, the lead has been replaced with the vega one. In the memories, the minute ventilation (mv) oversensing was seen at 19:00 (associated with non-physiological signals) suggesting that it occurred between the disconnection of the previous lead and the connection of the new one. - based on the available data, the device has worked as per specification, and no issue is suspected on this pacemaker. For more details, please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2025. During interrogation on the (B)(6), the message "[120] suspected right ventricular oversensing due to mv sensor the (B)(6) 2025". Update received on 15/10/2025: reprogramming in twice trace (with the sensor on) was possible and the issue did not reoccur.